Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule was placed inside the patient. There was a high ph baseline in the recording with no episodes of reflux detected. The account confirmed that a repeat procedure was necessary and performed on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: though no equipment was received for evaluation, a copy of the study was received. Based on the data that was collected during the procedure, the recording was 47:59 hours in duration, so is a complete study. The ph started with a progressive increase until it was above 8ph. When this happens it causes blue lines to appear in the graph as the reading is out of range. This happens repeatedly throughout the study. A review of the device history record indicates that the product was release meeting finished product specification. If information is provided in the future, a supplemental report will be issued.